Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastics recall, during servicing replaced front cover, rear case, and left/right handle. There was no reported patient involvement.

Event description:
It was reported that an 8120 pca was affected by plastic recall and also affected by syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, initial reporter occupation, other occupation, report source, report source other, annex g: g0405203 additional information: annex g: g03012 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic recall and also affected by syringe sizer misalign recall. There was no reported patient involvement.